Event description:
The event date for this complaint is unk. It was reported that during an unspecified procedure, the maverick2 monorail ptca catheter balloon ruptured at approx 10 atms. The number of inflations and to what atms is unk. The lesion being treated was located in the right coronary artery (rca). The device was successfully completed with another of the same device. No pt injuries or complications wre reported. Pt status is reported as 'ok'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.